Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was unable to close, and one of the cubies was broken. The field service engineer (fse) found that the customer had moved the drug to another location and resolved the issue. The customer confirmed the resolution. The system functioned as intended after the customer resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not close and 1 of the pockets was broken. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.